Manufacturer narrative:
A2 year of birth 1939. Visual inspection of the returned sentinel cerebral protection system revealed that the distal filter slider (#3) was detached, the proximal filter was sheathed, the articulating distal sheath was related and the distal filter was unsheathed. Xray and microscopic inspection revealed a clean detachment of the inner member from the hypotube. Functional testing revealed the distal filter could not be resheathed using the distal filter slider (#3) due to the clean detachment of the inner member from the hypotube.

Event description:
It was reported that the distal filter was removed from the patient in an open state. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. The proximal and distal filters of the sentinel cps were successfully deployed for the tavi procedure without difficulty. After a successful tavi procedure, the sentinel cerebral protection system was attempted to be removed. The physician encountered resistance while resheathing the distal filter. The physician applied more force to the distal filter slider on the handle of the sentinel cps. The distal filter slider broke off from the handle of the sentinel cps. The physician was unable to resheath the distal filter of the sentinel cps. The sentinel cps was removed from the patient with the distal filter in an open state. There were no patient consequences.

Manufacturer narrative:
Year of birth (B)(6).

Event description:
It was reported that the distal filter was removed from the patient in an open state. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. The proximal and distal filters of the sentinel cps were successfully deployed for the tavi procedure without difficulty. After a successful tavi procedure, the sentinel cerebral protection system was attempted to be removed. The physician encountered resistance while resheathing the distal filter. The physician applied more force to the distal filter slider on the handle of the sentinel cps. The distal filter slider broke off from the handle of the sentinel cps. The physician was unable to resheath the distal filter of the sentinel cps. The sentinel cps was removed from the patient with the distal filter in an open state. There were no patient consequences.